Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported in a recent presentation, there was documentation an aneurx stent graft migration. No further information was provided. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (migration). Conclusion: cause is unknown.